Event description:
It was reported that the manufacturer representative got a call from a nurse at the clinic regarding the patient¿s implantable neurostimulator (ins). The patient was seen in the clinic today for a normal battery check appointment and the nurse indicated seeing short circuits in the system. The battery level showed ok, but the battery longevity showed ???. They saw impedances less than 250 ohms and less than 50 ohms on all contacts pairs. There were shorts across the board. There was no complaint of therapy issues or any reported falls. The patient was just doing vitals when they were contacted by the clinic, so they didn¿t have any further info to provide. The low impedances did not resolve and the patient stated there was significant trauma to the battery site, but they wouldn¿t elaborate further as to what. It was unknown if any lead fractures were noted. No troubleshooting, interventions, or other actions were planned to resolve the event. The patient opted to turn off the device for now. It was unknown how the patient was doing now.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05mps, implanted: (B)(6) 2013, product type: lead. (B)(4).